Event description:
Per the audiologist, the pt reported pain, dizziness, static and poor sound quality when using the cochlear implant system. Deactivation of electrodes 18 thru 22 were recommended. No trauma was reported prior to the incident. Results of an x-ray and a CT scan (dates not reported), showed the electrode array was in the "proper place". Reportedly the pt had just relocated, so no programming changes were made at this time. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function. Deactivation of several electrodes did not alleviate the problem. Three months later, the pt reported intermittency and static when using the cochlear implant system. Exchanging the external equipment was recommended. Two months later, the pt reported continued intermittency, crackles and pops, and a low beep. The pt also reported she "feels vibration" when not using the device. A second integrity test done was consistent with the first test. The pt's device was explanted in 2008. The pt was reimplanted eight months later, with another implant.

Manufacturer narrative:
This type of event is addressed in the device labeling.